Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.

Event description:
Senseonics was made aware of a hypoglycemia event where the system did not alert the patient. The event happened on 14 march 2025 at around 01:45 pm. The patient reported that the blood glucose (bg) value at the time of event was 53 mg/dl where as sensor glucose (sg) reading was 113 mg/dl. The patient was able to self resolve the event by eating sugar.

Manufacturer narrative:
The user reported a low glucose event on march-14-2025 1:45 pm where user's sg was 113 mg/dl and bg was 53 mg/dl. A review of the data management system (dms) data revealed that on (B)(6) 2025 at 1:52 pm user's sg was 101 mg/dl and bg was 53 mg/dl. A review of the alert history revealed that the user did not receive low glucose alerts around the reported time as user's sg value was above 70 mg/dl. The user did not seek medical treatment and resolved the event by eating sugar. The user's hcp was not aware of the event and was advised to follow up with their hcp for medical guidance.an case (B)(4) was created to address sensor inaccuracies at the time of the event.a review of the in-vivo data revealed that no issues with sensor performance. Observed sg/bg differences were most likely due to lag and calibration during rapid changes in glucose. The user was asked to continue using the system, calibrating when glucose is not changing rapidly, if possible. The system was monitored for few days and the channels were stable showed good sg/bg match during (B)(6) 2025.the user was able to self resolve the event by eating sugar. B4. Date of this report (B)(6) 2025, g3. Date received by the manufacturer? 25 april 2025, h3. Device evaluated by manufacturer?yes, h6. Type of investigation updated to 4121, h6. Investigation findings updated to 4248, h6. Investigation conclusions updated to 19.